Event description:
Pump failed to alarm for an upstream occlusion when the drip chamber collapsed. As a result, the patient "lost the IV catheter." No patient injury has been reported. No additional information was available.